Event description:
A malfunction was reported involving tandem pump. The customer's blood glucose level was 81.02 mg/dl. The customer was assisted by technical support to reset the pump, but the issue persisted, prompting a decision to replace the pump. The customer reverted to multiple daily injections as a backup therapy and instructed on returning the faulty pump using a pre-paid label, which they acknowledged and understood.